Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic), designator u2, had corrupt memory.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would intermittently boot-up with a white display. Physio further observed that when the device booted-up with a white display that the device was in a locked up condition. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the user interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would intermittently boot-up with a white display. Physio further observed that when the device booted-up with a white display that the device was in a locked up condition. As a result, defibrillation would not be possible if it were necessary.